Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014; inratio inr 1.7; laboratory inr 10.2. The patient was hospitalized and given vitamin k injection. The inr normalized and the patient was reported to be in good health. No bleeding occurred. Customer reports that they are unable to provide any additional information on the patient, medications, conditions, hospitalization or testing as they cannot recall which patient event occurred on.